Event description:
The customer contact reported a crack on the clave secondary port. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set prior to patient use, a crack was noted at the clave secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. There was no reported delay in critical therapy to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the clave secondary port on the cassette of the tubing set was completely torn off. White drag marks were noted indicating a use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.